Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21392. The patient received a pns (off-label) and scs system. It is unknown which ipg is linked to this event. It was reported the patient is having difficulty charging his ipg. Upon assessment, it was identified the patient's ipg is tilted in the pocket resulting in the patient having to press on the ipg to establish communication. The patient will be having an unrelated surgery and will consult with the physician after recovering from the surgery.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.